Event description:
Reported alleged that on (B)(6) 2018 medical intervention was required due to hypoglycemia. Reporter stated that he tested with the prodigy meter around 1400 and received a result of 139 mg/dl, reporter ate lunch that day but refuse to provide what was consumed. Reporter administered 6 units of humalog as prescribed with lunch. About an hour later around 1500, the reporter stated he began to feel symptoms of low blood sugar consisting of "shaking, heart running and sweating." Reporter contacted the paramedics and they arrived in about 20 minutes, while waiting he drank orange juice. Reporter stated that the paramedics checked his blood glucose with their meter and received a low result; reporter did not know the result. Reporter stated that the paramedics gave him IV fluids, unknown what type of fluid was given. Reporter was not transported to the hospital and was told to follow up with his doctor. No further information is available regarding this event.